Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received with battery voltage at elective replacement indicator (eri) level. Electrical analysis performed under nominal settings indicated normal functionality, and battery assessment at various pulse amplitudes found current levels within normal range and no indication of premature depletion noted. Further sensitivity evaluation measured at most sensitivity level found sensing parameters within normal range. Additionally, visual inspection of the header and connector found no contamination or foreign material that could contribute to the reported event. Longevity assessment was performed, and the device exceeded projected longevity indicating normal battery depletion.

Event description:
It was reported that the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient tolerated the procedure well and was in stable condition.